Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen was foggy and had a rainbow across the whole screen, making it blurry to see. Customer's blood glucose was not known. The customer had not yet programmed the device, which had been sitting on the porch. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No fogging or rainbow across screen noted. No blurry screen noted. The insulin pump had debris under lcd window.